Event description:
Narrative from staff: patient had questionable injection of neulasta obi on cycle #1 of chemo. Patient called in and reported failure of device. Unclear if it was addressed by covering provider. Patient was subsequently admitted for sepsis and had subsequent cycles of chemotherapy dose reduced. Our team was informed of this event last week.